Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) sensing was observed on the right atrial (ra) lead in the unipolar configuration. Noise and lead fracture were suspected and low impedance was noted. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.